Event description:
The device was returned due to mechanical hardware failure (av sticky valve). Upon return, the log files were reviewed and av sticky valve was found. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Device was opened for inspection and found a cracked retaining plate. The fva pins and channels were cleaned with alcohol. Although the fva lip seals do not show signs of failure, the fva lip seals will be replaced during repair. Additionally the loading pins had drag, the loading pin lip seals will be replaced during repair.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: "service needed warning, cannot recreate" patient harm: no drug used: magnesium. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.